Manufacturer narrative:
Although the reported defective device was disposed off by the end user, an investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.

Event description:
As reported on (B)(6) 2011 by the end user, while tunneling a dialysis catheter, the tunneler sleeve cracked. There was no harm to the patient and no further medical intervention was required. The procedure was successfully completed with this device.